Manufacturer narrative:
The actual device was not available; however, one companion sample (in a closed pouch) was received for evaluation. Visual inspection with the naked eye did not identify any abnormalities that could have contributed to the reported condition. The companion sample was determined to meet functional performance specification requirements. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was not verified. The most probable cause of the condition is due to use error as this report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an automated peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as after the cap from the patient line of an amia cassette fell off on a bleached surface table, the caregiver wiped the cap with a disinfectant and continued with set up. Subsequently, the cassette was used for pd therapy. The peritonitis was manifested by abdominal pain, nausea, and fever. The patient was not hospitalized for the event. The same day as event onset, the patient was treated with cefepime (intraperitoneal (ip), for nine days). Ten days after event onset, the patient was treated with fortaz (ip, for 3 days) for peritonitis. The patient was recovered from the peritonitis event. It was reported the patient was retrained on aseptic technique. Pd therapies were ongoing. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.